Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 450 mg/dl. Customer current blood glucose level was 266 mg/dl. Customer did not reported any symptoms due to high blood glucose level. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was not active at time of event. Customer also reported calibration not accepted twice and then change sensor. No further patient complications were reported. The insulin pump will not be returned for analysis.